Manufacturer narrative:
Ten days later, the patient was admitted for treatment of the isr and two (2 each) non-cordis stents were deployed to treat the isr in the lsfa target lesion. The patient was discharged to home two (2) days later. The physician¿s comment: it had been judged to be impossible to rule out a causal relation to study devices because the treated segment was the same as where the study stent was deployed. Concomitant products: peripheral stents: zilver ptx stents: 6.0x100; and 7.0x100. Des stents: zes resolute. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the patient was enrolled in a clinical study, which was the (B)(4) study. During the study index procedure, a 120 cm. Flexstent 6 x 200 self-expanding stent was deployed in the left superficial femoral artery (lsfa) target lesion. The lsfa target lesion was reported to be: de novo, proximal, a 100% stenosis, 5 mm. Reference diameter, 150 cm. In length, and not calcified. The residual stenosis was 0%. The patient was on antiplatelet therapy. Approximately two months after the study index procedure, the patient had two non-cordis drug eluting stents (des) implanted: one in the circumflex artery target lesion and another three days later in the right coronary artery (rca) target lesion. The percutaneous coronary intervention was a planned/staged procedure. Approximately nine months after the study index procedure, the patient¿s arterial brachial index (abi) was noted to be decreased to 0.77. Intimal thickening was noted by ultrasound. Twenty-six days later, the patient was hospitalized for coronary and peripheral (leg) angiography. Balloon angioplasty (poba) was performed at the distal end/lesion of the previously implanted flexstent which was noted to be poorly expanded in the lsfa. The poorly expanded stent was not noted during the study index procedure. The patient was discharged home two days after the procedure. Approximately fifteen months after the study index procedure, the patient¿s abi was noted to be decreased to 0.65. Two months later, the patient¿s abi decreased to 0.52 and in-stent-restenosis (isr) was confirmed by ultrasound.

Manufacturer narrative:
As reported, during the study index procedure, a 120 cm. Flexstent 6 x 200 self-expanding stent was deployed in the left superficial femoral artery (lsfa) target lesion. The lsfa target lesion was reported to be: de novo, proximal, a 100% stenosis, 5 mm. Reference diameter, 150 cm. In length, and not calcified. The residual stenosis was 0%. Approximately nine months after the study index procedure, the patient¿s arterial brachial index (abi) was noted to be decreased to 0.77. Intimal thickening was noted by ultrasound. Twenty-six days later, the patient was hospitalized for coronary and peripheral (leg) angiography. Balloon angioplasty (poba) was performed at the distal end/lesion of the previously implanted flexstent which was noted to be poorly expanded in the lsfa. The poorly expanded stent was not noted during the study index procedure. The patient was discharged home two days after the procedure. Approximately fifteen months after the study index procedure, the patient¿s abi was noted to be decreased to 0.65. Two months later, the patient¿s abi decreased to 0.52 and in-stent-restenosis (isr) was confirmed by ultrasound. Ten days later, the patient was admitted for treatment of the isr and two (2 each) non-cordis stents were deployed to treat the isr in the lsfa target lesion. The patient was discharged to home two (2) days later. The physician¿s comment: it had been judged to be impossible to rule out a causal relation to study devices because the treated segment was the same as where the study stent was deployed. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The device remains implanted in the patient and is not available for inspection. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting arterial stents and is often associated with the progression of atherosclerotic disease. Stent malapposition is a known potential adverse event associated with stent implantation procedures. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The IFU states: verify full deployment using fluoroscopy. If incomplete expansion exists within the stent at any point along the stricture, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. It is not known if ivus confirmed complete apposition of the stents or if the stents were not completely apposed to the intimal surface of the arterial wall (incomplete stent apposition) during the index procedure. There is a theoretical concern that incomplete stent apposition in the middle of the stent can result in areas of ¿cul-de-sac¿ formation with blood-flow stagnation that can predispose the patient to stent thrombosis. There are patient and lesion characteristics that may have contributed to the reported event, specifically: the lesion was a 100% stenosis/total occlusion, the risk factors for hypertension, arteriosclerotic disease, and past smoking. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.